Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer universal modular electric/battery double trigger handpiece had two screws broken on the handpiece. This happened after surgery, so there was no reported patient harm or delay in surgical time.